Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and analysis was not able to confirm a balloon rupture, but a leak in the catheter shaft. The leak observed by the account, was presumably thought to be a balloon rupture. A search of the manufacturing history record indicated no related non-conformance records for this specific lot. The complaint handling database was also reviewed for similar events, one additional incident was found. The information available confirmed a possible product deficiency, but was unable to conclusively determine when or how the damage occurred. The risk assessment level remains low, thus no further action will be taken. This product will continue to be monitored per departmental procedures.

Event description:
It was reported that the procedure was to treat a mildly tortuosity, mildly calcified, stenosis in the mid left arterial descending. The 2.75x15 mm nc rx trek balloon catheter was advanced for post-dilatation; however, the balloon burst during first inflation, at nominal atmospheres. A second 2.75x15 mm nc rx trek balloon catheter was used for success post-dilatation. There was no resistance during advancement or removal of the device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.